Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34; product lot/serial number (B)(6) ; product type: compression loading system (cls) product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system (dcs) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had heavily calcified native bicuspid aortic valve. A pre-implant balloon aortic valvuloplasty (bav) was performed on the native valve using a 23mm tyshak balloon. The valve ( (B)(6) ) was loaded onto the delivery catheter system (dcs, lot number 0011827943) and checked using tactile and fluoroscopy, with no issues noted. The team attempted to deploy the valve ( (B)(6) ), however the position was too high and so the valve was recaptured. On second deployment, an infold was seen on fluoroscopy and transesophageal echocardiogram. The valve was recaptured and removed from the patient. The team performed a pre-implant bav using a 24mm true balloon. A second valve ( (B)(6) ) was loaded into a new dcs (0011920572). Tactile and fluoroscopy checks showed no problems. The valve (j046218) was deployed to 80% and an infold was seen with fluoroscopy and echocardiogram. The valve was recaptured and deployed a second time which also resulted in an infold. The valve ( (B)(6) ) was recaptured and removed. The procedure was aborted and alternate treatment is planned with an edwards sapien valve. Per the physician, the large amount of calcium and fusion of the leaflets impeded optimal implant. No adverse patienteffects were reported.

Manufacturer narrative:
Image review: one media file was provided for review of the event. The patient¿s executive summary was not provided for anatomical review. The media file shows a pre-implant balloon aortic valvuloplasty (bav). It was reported that infold occurred with two separate valves. However, images of the infold were not provided for review, so it is not possible to confirm the infold event reported. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.